Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported on the abbott diabetes care (adc) device. A customer reported that while using the freestyle librelink application with (iphone xs-16), the sensor¿s low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced sweating, "increased heart beat", fatigue, and a loss of consciousness however, the customer was able to self-treat with apple juice, glucose supplements, and pain killer. There was no third party medical intervention required. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported on the abbott diabetes care (adc) device. A customer reported that while using the freestyle librelink application with (iphone xs-16), the sensor¿s low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced sweating, "increased heart beat", fatigue, and a loss of consciousness however, the customer was able to self-treat with apple juice, glucose supplements, and pain killer. There was no third party medical intervention required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. An extended investigation has been performed for the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The user reported missing high and low alarm notifications with the freestyle librelink application. Successfully received high and low alarm notifications using a similar configuration, and was unable to reproduce the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.